Event description:
A patient in (b)(^) was admitted to the hospital following a dialysis treatment. The patient was diagnosed and treated for a urinary tract infection and hemolytic anemia. Prior to the hospitalization, the dialysis session was initiated and included a revaclear 300 dialyzer. Approximately 10 minutes into treatment the dialysis machine generated an alarm and treatment was discontinued. The dialyzer was discarded. This is reported to FDA via medwatch manufacturer report number: 9611369-2014-00006. Treatment was restarted with a different machine and a polyflux 17l dialyzer. Approximately 1 ½ hours into the dialysis treatment, the patient began shivering, complained of nausea and developed an elevated temperature. Treatment was terminated and the patient hospitalized. The patient was discharged from the hospital two days prior to this event at which time he was diagnosed and treated with sepsis and hemolysis. This was previously reported to FDA via medwatch manufacturer report number: 9611369-2014-00005. The exact cause of this patients¿ ongoing hemolysis is not known but most likely related to the patients¿ underlying medical condition. There is no indication this is a mechanically mediated hemolysis.

Manufacturer narrative:
The polyflux 17 l dialyser used in this treatment was returned to the manufacturer for investigation. The device history record for this lot number showed no anomalies. There were 53.400 dialyzers produced and distributed worldwide from this lot number. Gambro performed a complaint history file check. No other complaints for similar events were reported for this lot number.